Manufacturer narrative:
The user facility discarded the device after the procedure; therefore, no evaluation will be performed. The cause of the event cannot be determined at this time. This type of guidewire damage is most likely related to the operator's technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the guidewire. "Do not apply excessive force to advance or withdraw the guidewire. If resistance is encountered, determine the cause and take remedial action before continuing. When using a moveable core guidewire, do not attempt to advance, stiffen or straighten the tip of the guidewire against resistance. Do not reshape or alter the configuration of the guidewire. Doing so may compromise the structural integrity of the guidewire and may result in complications. "

Event description:
Olympus was informed that during an unspecified procedure, while the surgeon was inserting the stent the guidewire broke and began to uncoil in the patient. It was reported that no device fragment fell into the patient. The surgeon was able to retrieve the guidewire. The intended procedure was completed with the same guidewire. The procedure was not delayed. The patient was discharge in stable condition. Additionally, the guidewire was inspected prior to the procedure with no anomalies found.